Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to unknown reasons. A new artificial urinary sphincter 71-80 cm h2o balloon component was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter balloon component removed due to unknown reasons. A new artificial urinary sphincter 71-80 cm h2o balloon component was implanted. Additional information received indicated the reason for the revision surgery was due to recurring incontinence. The patient was reported to be doing well following the revision surgery.